Event description:
During a pci procedure, the balloon of the maverick2 monorail ptca catheter ruptured at 2-3 atms. The number of inflations and to what atms is unknown. It was further reported that the balloon was advanced to the lesion with severe resistance and the lesion was noted eccentric calcification at imaging after inflation with ryujin 1.25. The lesion being treated is unknown. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.